Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received a scs system, including an ipg, on (B)(6) 2010. It was reported that the patient suddenly felt intermittent stimulation to the left side. Reprogramming efforts were unsuccessful at resolving the issue. X-rays noted no anomalies. The next course of action is currently undetermined. No further information is available at this time.